Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. However, it could related to patient/procedural factors. The exact cause of the pvl is unknown, as information was requested, but not forthcoming. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device remains implanted.

Event description:
As reported, a previously implanted 26 mm sapien 3 ultra valve in the aortic position failed due to a paravalvular leak was noted requiring re-dilation. A decision was made to implant a 2nd sapien 3 ultra valve. A new sapien 3 ultra 26 mm valve and delivery system was prepared and the tavr was successful. The patient is doing well. The implant date and the serial number of the initial 26 mm sapien 3 ultra valve is unknown.